Event description:
It was reported, that syringe 20ml ll s/c 48 plunger was difficult to move. The following information was provided by the initial reporter: the syringe is stiff. She say, that it is too stiff to use when pulling.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0191268. The review did not reveal, any detected quality issues, during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister, with the rubber stopper and plunger rod all the way down. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested, for sustaining force. And all results were found to be within specification. One photo was provided, it shows a syringe with no packaging blister and the rubber stopper-plunger rod all the way down. No defects or imperfections are observed. Based on the investigation results, the sample received did not show the symptom reported by the customer. And an exact cause for this incident could not be identified.

Manufacturer narrative:
(B)(4).. Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0191268. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came in an opened packaging blister with the rubber stopper and plunger rod all the way down. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force and all results were found to be within specification. One photo was provided. It shows a syringe with no packaging blister and the rubber stopper-plunger rod all the way down. No defects or imperfections are observed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 plunger was difficult to move. The following information was provided by the initial reporter: the syringe is stiff. She say that it is too stiff to use when pulling.